Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a damaged lower auxiliary flex. Functional testing was performed, and the reported issue was not reproduced. A review of the event history log revealed multiple system error 322 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a damaged lower auxiliary flex. The lower auxiliary assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed error code 322 (link switch error (low)). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.